Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Primary line infusion passed successfully and was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. The primary bolus prime process passes successfully. During the inspection, a cracked rotating luer lock was detected in the line connected to the inferior port. Under the microscope, no defects were observed at the administration cassette. An underwater leak test was performed to verify the liquid and air side areas of cassette, and no bubbles were observed coming from the unit. The customer complaint is not confirmed. The possible cause related to the leak-cassette could not be determined. The evaluation performed on the returned sample did not identify the origin of the reported defect. However, a cracked rotating luer lock was observed, and it is possible that this may have caused the reported leak. The potential root cause could be related to a lack of compatibility of the luer lock with alcohol or another assembled component. The potential root cause could also be related to improper use by the customer where they exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch review could not be performed as the affected batch was not provided, 3) sampling visual inspection is performed for rotating luer lock at incoming inspection area. The batch review could not be performed as the affected batch was not provided.

Event description:
The following has been reported: nurse reported: "cassette leaking. Norepinephrine was the drug infusing. Patient harm: no. Infusion stoppage: no. A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.